Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va01czp, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt unwanted motor stimulation in their leg/foot. The manufacturer representative was not aware of any environmental/external/patient factors that may have led or contributed to the issue. Impedances were checked and all were within range, and intra-op x-ray images were examined. The existing lead was removed and a new lead was placed in the s4 foramen; this was connected to a new implantable pulse generator (ipg), which the patient was due to have replaced anyway (the existing ipg was 5 years old). The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.